Event description:
Reporter alleged the blood glucose monitoring active sys generated a result prior to the test strip being dosed with blood or control solution. Reporter stated the sys displayed a result of lo after the unused test strip from the sys was inserted for glucose testing. No actions or treatment was reported. A request was made for the return of the suspect device and replacement prod was sent.